Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation (a fib), a farawave 31 mm catheter was selected for use. Testing of the catheter was done prior to insertion and no issues were present. The catheter was inserted into the left atrium of the patient, and four flowers and four basket positions were delivered to the left superior pulmonary vein (lspv) without issues. The physician put the catheter into flower position and moved to the left inferior pulmonary vein (lipv). When they tried to wire the lipv, the physician noted that the wire would not move forward or backward and was stuck inside the catheter. The physician attempted to move the catheter out of the flower position very slightly to see if it was simply pinching the wire. When that didn't work, the physician decided to remove the catheter. The catheter was then positioned in the middle of the atrium to be moved into neutral position and removed from the patient. The catheter was replaced, and the procedure was completed without patient complications. The catheter was disposed of and therefore will not be returned.